Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5085462. It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with unknown silicone breast implants which patient reported generalized illness: (knee, and hip pain, back pain, breathing problem, rashes, irregular heart beat, fatigue,acne,intolerance to heat and cold temperature). Patient stated that I have gone to many doctors: general practitioner, obgyn, optometrist, chiropractor, myofascial release therapist, orthopedic surgeon, physical therapist, and neurologist trying to determine the root cause of my problems. Not one of them told me that my symptoms could be linked to my breast implants. I am convinced at this point that the implants are at the root of these problems. As a result patient scheduled removal for (B)(6) 2019. This report is for the left side.